Event description:
During a conversation with a home pt's nurse, the nurse reported a potential overfill situation. The nurse provided the numbers for the pt's therapy in 2008: last fill volume was 1000ml; initial drain volume 1667 ml. Per the nurse, the home pt was hospitalized on the following month for shortness of breath and chest pains which she stated are unrelated to therapy. The nurse had no input into the cause of the potential overfill.